Manufacturer narrative:
The date of the event was reported as an unknown date is (B)(6) 2020. Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of unknown clearlink system continu-flo solution set disconnected. The event was further described as ¿sets detached from the injection cap, even if the customer got a new cap to try it out, the IV tubing would detach itself¿. The event occurred during norepinephrine infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation connected to a clearlink system continu-flo solution set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was completed; including pressure and clear passage under water testing, and the device performed according to product specifications.the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.